Event description:
Healthcare professional reported a left side exchange from textured to smooth due to product concern. Healthcare professional later also reported "implant accidentally punctured while removal of capsule". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ use error: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ no other observation observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth due to product concern"; "implant accidentally punctured while removal of capsule" during surgery.

Event description:
Healthcare professional reported a left side exchange from textured to smooth due to product concern. Healthcare professional later also reported "implant accidentally punctured while removal of capsule". Device has been explanted and replaced.